Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the distal tip was detached from the body of the guidewire and not returned. A kink was also noted 30 cm from the proximal end.

Event description:
It was reported that device detachment occurred. A 185cm j-tip pt guidewire was advanced to the target lesion. However, during manipulation of the guidewire inside the vessel, the tip of the guide wire broke. No patient complications were reported and the patient condition post procedure was stable. The device was returned for analysis. Visual and microscopic inspection revealed the distal tip was detached from the body of the guidewire and not returned. A kink was also noted 30 cm from the proximal end.

Event description:
It was reported that device detachment occurred. A 185cm j-tip pt guidewire was advanced to the target lesion. However, during procedure, the tip of the guide wire broke. No patient complications were reported.